Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2013-00006. The manufacturer report number for the second product in this case is 8041101-2013-00005. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while using the device and trying to push it down, it was breaking/snapping and they seem to be thinner. The consumer also stated that the last couple of batches were snapping and had two of the flossers with similar issue. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 12-feb-2013. An empty package was received without the part of the back card where the lot number was placed and without product. A review of the complaint data revealed no adverse trends. A review of the manufacturing issues (non conformances and specification changes) documentation did not indicate reach access daily flosser failed to meet specifications. The history of changes for the product demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while using the device and trying to push it down, it was breaking/snapping and they seem to be thinner. The consumer also stated that the last couple of batches were snapping and had two of the flossers with similar issue. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041101-2013-00006. The manufacturer report number for the second product in this case is 8041101-2013-00005. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 8-apr-2014. This is follow up submission for the second product in this case. The manufacturer report number for this submission is 8041101-2013-00006. The manufacturer report number for the first product in this case is 8041101-2013-00005. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 09-jan-2013, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route: dental, lot number, frequency and expiration date unspecified). After an unspecified duration, the consumer stated that while using the device and trying to push it down, it was breaking/snapping and they seem to be thinner. The consumer also stated that the last couple of batches were snapping and had two of the flossers with similar issue. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 12-feb-2013. An empty package was received without the part of the back card where the lot number was placed and without product. A review of the complaint data revealed no adverse trends. A review of the manufacturing issues (non conformances and specification changes) documentation did not indicate reach access daily flosser failed to meet specifications. The history of changes for the product demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on 22-mar-2014 a review of the manufacturing issues did not indicate the product failed to meet specifications. The history of changes for the product demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. The disposition remained undetermined. Complaint trends would will continue to be monitored. This report remains a reportable malfunction case in the united states.